Manufacturer narrative:
Per good faith effort (gfe), it was confirmed that the battery was more than 5 years old based on the date of manufacturing, and the battery lot code was (B)(6).

Manufacturer narrative:
After replacing the lithium-ion battery, checking, and cleaning the device, and running tests, the product support engineer verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that a "check vent: battery failed" alarm occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Additionally, the device was replaced, and no further medical intervention or delay in therapy was reported.

Manufacturer narrative:
Reporter phone number - (B)(6)

Manufacturer narrative:
The customer reported that a 1124 "battery failed" alarm occurred during use on a patient. The manufacturer's product support engineer (pse) evaluated the device and confirmed that the reported issue occurred in the repair center and event log. The pse stated that the lithium-ion battery needed to be replaced. However, the customer did not accept the service quote for repair as the quote expired. It is unknown what the outcome of the service event was, and no further information was given by the customer. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.